Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the routine 45 day follow up, transesophageal echocardiography (tee) imaging revealed a large thrombus on proximal end on top of the closure device. There were no leaks noted. The patient was on a medication regime of plavix 75 mg once daily and 81 mg aspirin due to history of bleeds. The physician is discussing with the patient and family about the possibility of surgery to remove the device and clip the appendage as a possible solution.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the routine 45 day follow up, transesophageal echocardiography (tee) imaging revealed a large thrombus on proximal end on top of the closure device. There were no leaks noted. The patient was on a medication regime of plavix 75 mg once daily and 81 mg aspirin due to history of bleeds. The physician is discussing with the patient and family about the possibility of surgery to remove the device and clip the appendage as a possible solution.